Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/08/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and would boot. The receiver log was downloaded and reviewed, finding rttloss within the investigation window. The receiver functional test was performed and it passed all the relevant testing. The reported event that the receiver ceased to function was confirmed because there was an indication of the receiver ceasing to function. The root cause could not be determined.